Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Event description:
Additional information received from the field representative indicates that the physician believes the cause of the variable out-of-range shock impedance was a proximal coil fracture in the right ventricular (rv) lead. Additionally, a "tug test" at the revision procedure confirmed the lead was fully inserted into the device header. This rv lead was surgically abandoned. No additional adverse patient effects were reported.